Event description:
Patient started on levophed for acute hypotension. Bp (blood pressure) not improving after starting infusion and pump alarmed for downstream occlusion with no evidence of a downstream occlusion. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. While the pump was alarming the infusion of patient¿s critical vasoactive medication was stopped, the patient's hypotension worsened to bp 60/23. IV epinephrine was administered while a new IV pump was obtained with improvement in acute hypotension.